Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and admitted to the pediatric intensive care unit with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 417 mg/dl while wearing the pod between 24 and 36 hours. According to the patient's father, they noticed the pod adhesive was not sticking properly at the bottom of the pod and that the cannula had dislodged from the infusion site (hip/buttocks). Symptoms reported include hyperglycemia, abdominal pain and vomiting. The patient was treated with insulin via intravenous fluids. The patient was released after 2 days, on (B)(6) 2025.